Event description:
The customer reported that during prime, the pump alarmed additive pump error. The unit was turned off and the user called the support line. Another pump was used to finish the case. The customer reported a burning smell, when the unit is powered on. Field service is traveling to the account. Product code 5201260.